Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during the implant procedure; the patient experienced a drop in blood pressure likely due to a performed of the cardiac wall caused by this right ventricular defibrillation lead. A pericardiocentesis was performed and the clinical condition of the patient improved. The procedure was successfully completed and the lead remains implanted. No additional adverse patient effects were reported.